Event description:
The patient underwent an optilif procedure on (B)(6) 2022 to address patient recurrent nerve issues at l5/s1, as well as potential loosened pedicle screws and to place an interbody fusion device. During the procedure, the surgeon indicated a previously placed optimesh device at the l5/s1 level was retropulsed into the canal area. The implant was removed and no alternate interbody device was placed in the disc space. The patient is no longer experiencing any clinical issues or complications. Placement of the original optimesh device was confirmed to have been conducted on (B)(6) 2021 and the patient's recurrent nerve symptoms were reported to have presented approximately one (1) month post-operative.

Manufacturer narrative:
The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.